Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen became unresponsive and the station was offline in remote smart service (rss). The bd application was not launching. The customer power-cycled the machine; however, the issue persists. Upon restart, the system displayed a blue box on a black background prompted for a password. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen was frozen and application not launching. A field service engineer arrived on site and found the device at the user password screen, observed that the unit had the original hard drive setup with updated solid-state cable and mounting plate, noted that the station completed a windows process during initial bootup, rebooted the device multiple times and confirmed that no further issues were observed. The system functioned as intended after the field service engineer repaired the device.